Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assesment. The device was inspected and it was found to be returned in two pieces. The tulip head was disengaged from the main screw body. Upon manufacturing history review, no relevant manufacturing issues were identified as all units met stryker specifications. According to the referenced risk file, an incorrect alignment of blocker to tulip head may lead to tulip separation. Visual inspection of the returned product confirms that the blocker was jammed into the tulip head, likely due to an improper alignment. Excessive force may have been applied to the blocker causing the inner hex shape to deform and the tulip head to separate from the screw. The plausible root cause of this event is determined to be user error - incorrect alignment of the blocker.

Event description:
It was reported that; during surgery the surgeon tightened the blocker using the torque wrench. When the surgeon pulled out the torque wrench, the screw head separated. Therefore the surgeon changed the screw to another same size screw.

Event description:
It was reported that; during surgery the surgeon tightened the blocker using the torque wrench. When the surgeon pulled out the torque wrench, the screw head separated. Therefore the surgeon changed the screw to another same size screw.